Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery and the left circumflex artery. Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the program in 2004. Target lesion 1 was identified in the proximal lad with 90% stenosis and a 2.6 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the proximal cx with 80% intervention stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. A balloon was then used to dilate the very proximal portion of the lad. The pt was readmitted 4 mos later with a 2-week history of exertional and rest mid substernal chest pressure. On the day of admission, the discomfort had radiated to the pt's back. EKG showed normal sinus rhythm with a chronic left bundle branch block. Ck was within normal limits but troponin t was elevated. Enzymes did not meet guideline criteria for mi. Cardiac catheterization 3 days later revealed: large area of anterior hypokinesis to akinesis with a apically dyskinetic segment. Lvef 50%, lmca - no irregularities noted, lad (target vessel) - severe instent restenosis in proximal segment, lcx (target vessel) - patency of stent with minimal instent restenosis; intermediate grade disease in om1, rca - totally occluded with a "thread of antegrade flow", svg to lcx (y-graft) - proximally occluded, svg to rca - patent with excellent runoff, lima to lad - totally occluded. The pt underwent pci of the lad. Two taxus stents (2.5 x 24 mm and 2.5 x 20 mm) were placed in the proximal lad. The vessel was stented from the lmca to the mid lad, resulting in timi-3 flow in all lad branches. The pt tolerated the procedure well and was discharged the next day. Relationship to taxus stent: probable.